Event description:
Healthcare professional (hcp) reports two fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatments without incident. Estimated blood loss= 250cc. The dialyzers were reused prior to the reported events 2 and 4 times. Healthcare professional reports no pt injury or need for medical intervention.